Manufacturer narrative:
Correction: the correct date of awareness is (B)(6) 2018; not october 15, 2015 as previously reported. Additional information: per the audiologist, it was reported that the patient experienced an infection. This report has intentionally been marked as follow-up # 2; instead of follow-up #1 as a duplicate with follow-up #1 has inadvertently been submitted previously. This report is filed on january 23, 2019.

Manufacturer narrative:
By cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the audiologist it was reported that the patient experienced pain and occasional blood at the abutment site resulting in the decision to remove the abutment on (B)(6) 2018. Following removal the patient was treated with oral antibiotics and the patient is being clinically managed by the health care provider.

Manufacturer narrative:
This report is filed on may 30, 2018. (B)(4).